Manufacturer narrative:
The returned pad device was tested. The pad correctly identified both pediatric and adult pad-paks. It was concluded that this type of problem could be caused by an intermittent fault in the reed switch. The reed switch was therefore, replaced as a precaution. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it stated "child pt" when an adult pak is inserted.